Manufacturer narrative:
.

Event description:
The customer reported that a smartsite was leaking near the male end of the luer from the threads where it attached to the patient¿s PICC line. There was no visible damage or deformity. The valve was changed and there was no further leaking. No patient harm was reported.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted with investigation results when the evaluation is completed.

Manufacturer narrative:
The customer¿s report of a leaking smartsite was not confirmed. The smartsite valve adapter was visually inspected under magnification for any damages to the piston or any welding issues. No anomalies were noted. Functional testing was performed and no leaks were observed from the piston on the luer connection. Dimensional testing was performed and the valve was found to be within specification. The root cause was not identified.